Event description:
As reported by the user facility: reports about 1 week ago a nurse had a needle stick while deaccessing huber. Regular hospital protocol was followed for needlestick. The staff is presently being re-inserviced on use. Additional information provided by the facility indicated the sample was discarded and a lot number and an item number is not available. Protocol bloodwork testing was performed. No additional information regarding the status of the nurse was made available after several attempts were made to the facility requesting additional information.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated and a lot number or item number was not reported. Without the sample and a lot number, or an item number, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the surecan safety huber needle is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. It should also be noted that the instructions for use supplied with this product caution to "keep hands behind the needle at all times during use and disposal.